Event description:
It was reported that the patient underwent surgery for minimal access tlif using rhbmp-2 with interbody device. It was reported that CT scans taken approximately 5 months post-op showed some cage migration. No medical intervention was reported.

Manufacturer narrative:
(B) (4). The device or applicable films have not been returned to medtronic for evaluation. Unable to determine cause of the event.